Event description:
It was alleged by the customer that the cot dropped when unloading a patient from the ambulance. No injuries resulted and there was no delay of treatment. The field technician was unable to duplicate the alleged event. However, it was found that the cot would lower with a load over 100 pounds due to an over tightened manual release cable potentially incorrectly adjusted by the user. The over tightened cable could possibly lead to a cot drop incident.